Event description:
It was reported that when trying to disinfect the scope, channel (channel 1 and 7) blocked, no disinfection possible. The issue detected during reprocessing. There was no patient harm, no user injury reported due to the event. Device evaluation found the nozzle clogged with foreign material.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: during inspection the nozzle was found clogged with foreign material. The customer reported issue could be confirmed. Furthermore, the following findings during device evaluation were noted : distal end - lens glue- pin hole noted. Ccd cover lens glue --pin hole noted. C-cover --dent found. C-cover -burned noted. A-rubber glue --separated . Bending tube -deformed . Connecting tube -scratch . Coil pipe plate - deformed. Air /water nut - painting peel off . Suction cylinder nut - painting peel off. Stiffness control ring - scratched. Universal cord -scratched. Plug unit -damaged housing found. Less angulation found. Angulation -play observed. Suction flow - less than specification value . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s probable that reprocessing was not performed in accordance with the instructions for use (IFU), as foreign material can be removed from the nozzle if reprocessing is done in accordance to the IFU. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function.¿ the following is included in the reprocessing manual: ¿precleaning the endoscope and accessories. Flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: flush the air/water channel with detergent solution. Presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ olympus will continue to monitor field performance for this device.